Manufacturer narrative:
Additional information: b5, g3, h2. Corrected data: h6.

Event description:
This report includes an updated investigation conclusion code.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown.

Event description:
During af/afl procedure, a pericardial effusion occurred which required surgical treatment. Three catheters were on the right side (his, cs, rv). Right side was mapped with the grid x. Cti ablation was performed with tactiflex. Transeptal puncture was performed with non-abbott system and the left atrium was mapped with the grid x. The pulmonary veins and posterior wall was ablated with pfa. After pfa delivery, the effusion was noted on ice and the patient had a drop in blood pressure. The effusion was treated, and the patient left the lab in stable condition. The physician is unclear as to what caused the effusion. He did not state that our product caused it.

Manufacturer narrative:
The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.